Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) was in the biomedical shop with a red tag that read, "channel error". The logs were reviewed and an check IV set error was found. Both pressure sensors were replaced with new ones. The device was subjected to preventative maintenance using asm software for quality control. The device passed all tests and was returned to service. There is no further information available.